Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display. A leak test was performed and failed due to a battery compartment crack and due to a cracked pump case. There was evidence of moisture corrosion in the battery compartment only; other parts of pump didn't have moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.